Event description:
Information from (B) (4) clinical trial database. Ruptured aca aneurysm coiling with 2 coils. Qc-6-15-3d, qc-4-8-helix. Complication: poor commitment of the first loop. Unintended detachment of the coil into micro catheter during the coil retrieval. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. (B) (4) registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms prospective, multi-center in (B) (4), (B) (4), (B) (4), (B) (4). Enrollment started in (B) (6) 2008; enrollment ongoing (B) (4); target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237. (B) (4).